Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has a hematoma at device site. The patient is on antibiotics and has a follow up appointment. This device remains implanted. No additional adverse patient effects were reported.